Event description:
It was reported that the patient had their pump removed due to it rubbing against their rib and causing a kind of "bone tumor." The patient had their pump removed and was no longer in any pain. The patient did not remember which year the pump was removed. The patient reported that the device helped them and they were happier than ever, however it was removed due to rubbing against their ribs. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their pump removed due to it rubbing against their rib and causing a kind of "â¿¿bone tumorâ¿." The patient had their pump removed and was no longer in any pain. The patient did not remember which year the pump was removed. The patient reported that the device helped them and they were happier than ever, however it was removed due to rubbing against their ribs. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent) additional information was received from a service representative regarding a patient receiving unknown intrathecal medication via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was further clarified that all the information the patient provided was that it was "causing a type of bone tumor". The special characters that were previously noted in the communication with the patient, were supposed to be seen as quotation marks around bone tumor. No further information.